Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2007, inratio: 6.9 (8 hrs or more), lab: 3.8; date: the same day, inratio: 5.6 (8 hrs or more), lab: 1.3; date: the same day, inratio: 2.0, lab: 1.7.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007, inratio: 6.9 (8 hrs or more), lab: 3.8, mean: 5.4, confidence limits: cannot be determined; date: the same day, inratio: 5.6 (8 hrs or more), lab: 1.3, mean: 3.5, confidence limits: 2.0 - 5.0; date: the same day, inratio: 2.0, lab: 1.7, mean: 1.9, confidence limits: 1.3-2.7; per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the 1st and 2nd data set, the testing time interval exceeded 3 hrs. Three hrs or less between tests is considered valid. As a result, the 1st and 2nd data sets are considered invalid. For the 3rd data set, both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time.